Event description:
The aci account sale manager reported the following information: according to staff, there was no balloon loss of pressure. The device and sheath "pulled out" as the physician was retracting the system back to the arteriotomy. Hemostasis was achieved by manual compression for less than 30 minutes with no hematoma. The patient was discharged the same day without complication. Upon examining the device, I noted the device had been prepped with ir instead of saline (unless it was a balloon loss of pressure and the saline escaped). When I manipulated the device to check for balloon loss of pressure, I also noted dark red/black object in the sheath that I removed and placed on a towel and placed in the bag for examination by house staff. Procedure: peripheral.

Manufacturer narrative:
Visual inspection of the returned device confirmed that there was no saline solution in the balloon and the syringe. Failure to prep the device with saline solution as per the instructions of use can cause the balloon to partially collapse as the air in the system is compressed, resulting in balloon pull through the arteriotomy. The balloon was inflated with fluid and verified in a go/no gauge to be within specification. The review of the lhr (lot f1403504) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause of the balloon pull through may have been failure to prep the device with saline solution.